Manufacturer narrative:
The reported events were cardiac perforation, failure to capture and lead slack issue. As received, a complete lead was returned in two pieces with the helix retracted and clogged with blood/tissue. After cutting, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The tip stiffness test was performed, and all results were within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the right ventricular lead exhibited failure to capture due to pulling back slightly after stylet removal. Given there was no longer conduction system capture the lead was removed and replaced. Once the procedure completed, in postoperative area the patient was noted to have a pneumothorax. A chest tube was inserted and monitored overnight. The next morning patient was stable and was able to breathe.